Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The failure mode "placement signal issue" was changed to "optical signal issue" as issue is in relation to the optical sensor. No product was retuned for analysis. The data logs were reviewed and there were no placement signal alarms. There were positioning alarms for "impella in aorta" and "impella position unknown". Clinical details mention position was confirmed. The optical parameters throughout the case were within specification. There were no patient condition related issues noted. The root cause of the optical signal issue cannot be definitively determined as no product was returned for analysis and limited clinical details were provided on patient's condition at time of issue. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
Us complainant reported the patient was on impella cp support and during support, the placement signal was not correlating to patient's arterial line. Position was confirmed and support continued. No known patient harm or injury.